Event description:
During extracorporeal circulation, the flow sensor did not display blood flow readings as expected. There was no pt injury as a consequence of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.